Manufacturer narrative:
The reported failure of trilogy 100 ventilator inoperative condition is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer's service center for completion of stock recertification. There was no patient involvement, and no harm or injury reported. On evaluation, the device experienced a ventilator inoperative condition evidenced by device error code e-009 indicating a failure of the blower motor. The blower motor required replacement to address this issue. Additional findings not related to the malfunction/issue: missing rubber feet were replaced. The front case overlay was replaced for damage. The device failed repair testing for the non-critical issue of cooling fan test failure.